Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had difficulty to charge, further stating that they had trouble with coupling and patient did not get any coupling bars. It was noted that the ins was replaced last week, the rep used the ins recharger (insr) and patient got two coupling bars. It was noted that patient has two insrs, and one had the antenna replaced last year. It was noted that there was no ins pocket issues, patient stated that the area was sensitive , however there was no swelling and implant does not look like it was at an angle. The rep used the antenna locate (al) feature and they eventually got up to 88, and they got 4 bars. The coupling eventually dropped to 2, but then at one point patient got 6-8 bars. It was reviewed for the rep once the patient heals more, the coupling was likely to get better. It was also recommended using adhesive disks to help maintain antenna position. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) indicating the cause of poor coupling was swelling, further stating that both the patient's charging units had the same effect/low bars. Rep noted that they were able to get 4-6 bars, patient was provided with sticky disc pads to help and the patient was going to call the rep in two weeks after the swelling was down to see if the coupling increased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported on (B)(6) they met with their healthcare provider (hcp) and there was no resolution regarding the poor coupling and recharging difficulty. On (B)(6) the consumer met with the manufacturer representative (rep) and there was still no resolution. To try and resolve the poor coupling a new recharger was sent, but it didn¿t resolve the issue and the poor coupling and difficult recharging was still ongoing. No further complications were anticipated.

Event description:
Additional information was received from the patient stating that their ins was replaced in (B)(6) 2018 with another rechargeable ins and since that time, patient has had issues with recharging. Patient does not get good coupling and they had been meeting with the manufacturer's representative (rep) who said patient might have some swelling, there's not much to do about it. Patient stated that they had to maneuver it around and may get coupling boxes, patient was frustrated and cannot live with how difficult it is to charge. Patient also reported trying to use the adhesive discs that caused interference with their incision healing. Patient stated that the ins was implanted above a prior incision, further stating recharging was uncomfortable, painful and time consuming. Patient also reported problems with programming, stating that when they woke up from surgery the rep was there trying to get the patient's previous settings but they were not correct and 3-4 days after surgery, patient was forced to drive to savannah to see a doctor who knew their programming. Patient noted that they had an appointment next monday with the doctor. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the insr (recharger) had a difficult time getting coupling. The patient has to maneuver it around and it may get coupling boxes, they were frustrated and couldn't live with how difficult it is to charge. The recharging is uncomfortable, painful, and time-consuming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.